Event description:
It was reported through the treating physician's clinic notes that the caregivers noticed that in (B)(6), they had to use a significant amount of diastat, at least 3-4 times per month versus the 1 time per month that they'd had to use in (B)(6). The physician indicated that the battery indicator was yellow and that this could contribute to the patient's seizures. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The suspect product was received by the manufacturer. Product analysis was completed on the returned generator . The internal generator data was reviewed, and it was found that the generator was pulse-disabled as received. Per the internal data, the generator's minimum voltage experienced of 1.9 v had occurred prior to explant, but after the complaint of increased seizures. After the pulse-disabled byte was reset, the device output signal was monitored for more than 24-hrs, while the device was placed in a simulated body temperature environment. The device showed no signs of variation in the output signal and demonstrated the expected level of output current. The generator performed according to the specifications of the post-burn test with no anomalies found, which indicates that at the time of the increased seizures prior to eos=yes, the patient was receiving their intended therapy. No further relevant information has been received to date.

Event description:
The physician reported that the patient's seizure rate was worse than her pre-vns seizure rate per the patient's caregiver. Additionally, the patient underwent generator replacement, with the reason marked as battery depletion. The suspect product has not been received, to date. No further relevant information has been received, to date.